Manufacturer narrative:
The customer's report was observed during initial testing by a zoll approved service provider. However, after disassembling the device to determine root cause, the report was no longer seen. The ECG board was replaced as a precaution. The device was recertified and returned to the customer. The ECG board was returned to zoll chelmsford. The report was unable to be duplicated. The board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test and detected a short. Complainant indicated that there was no patient involvement in the reported malfunction.